Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized in 2008 due to diabetic ketoacidosis. The reporter stated they believed that the pt had a yeast infection. The pt was brought to the ER where upon admit her blood glucose was >500mg/dl. The pt was treated with IV fluids and insulin. The reporter did state that the pt has been having problems with elevated, difficult to manage high blood glucose. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.